Event description:
Surgeon was using a trailblazer device for treatment in the femoral artery. During retrieval of the lead on the guide (advantage terumo), a part of the lead was detached (only 1 marker instead of 3 - 5cm of lead stayed attached to the guide in the femoral artery). The procedure was continued. The detached piece was not located, possibly stuck in stents. No further patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.